Event description:
It was reported the patient underwent a lead implant procedure in order to provide better coverage for her desired pain areas. It was also reported the physician was not able to place the additional lead and opted to abort the procedure. The physician stated if the patient does not receive effective therapy from the existing lead, alternative therapies may be utilized.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.